Event description:
Caller states customer had passed out; she tested him and obtained results of 39 mg/dl, 78 mg/dl, and 63 mg/dl on the aviva system within 10 minutes. Caller states customer had stopped breathing and "died;" she performed CPR and he began breathing again. Paramedics arrived approximately 30 minutes after the aviva results were obtained. Customer was rushed to the hospital and admitted for 3 days. Caller did not know if the customer received additional medical treatment. Customer currently feels fine. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.